Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after deployment of an 8mm x 60mm smart vascular self-expanding stent (ses), the front end would not open. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected. A product history record (phr) review of lot 18407774 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event ¿stent - incomplete expansion¿ could not be verified as the device was not returned for evaluation and no procedural imaging was provided. Given the limited information and absence of a device analysis, a clinical relationship between the event and the device cannot be established. As a result, the underlying cause cannot be determined. According to the instructions for use, which is not intended to mitigate risk, ¿post-deployment stent dilatation: a. Advance the deployment lever to its pre-deployment position while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then by turning the dial counterclockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is re-sheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the sheath introducer. Remove the delivery device from the guidewire. Caution: the delivery system is not designed for the use of power injection. B. Using fluoroscopy, visualize the stent to verify full deployment. C. If incomplete expansion exists within the stent at any point along the lesion, post-deployment balloon dilatation (standard pta technique) can be performed. D. Select an appropriate size pta balloon catheter and dilate the lesion with conventional technique. The inflation diameter of the pta balloon used for post dilatation should approximate the diameter of the reference vessel. Remove the pta balloon from the patient.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after deployment of an 8mm x 60mm smart vascular self-expanding stent (ses), the front end would not open. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after deployment of an 8mm x 60mm smart vascular self-expanding stent (ses), the front end would not open. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned. A non-sterile ¿pkg assy 8x060 smart vas120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to perform the evaluation. The unit was thoroughly inspected observing that it is presenting two kinks located approximately 120 and 126 cm from the distal tip. However, when reviewing the manage sample image, the kink located 120 cm from the distal tip is not seen. Therefore, the damage occurred after the device was returned and is most likely a result of decontamination and/or shipping. The stent is properly mounted on the manufacturing position. The locking pin was not returned for analysis. No other outstanding details were observed at the inspected device. Note: one guidewire was inserted on the guidewire lumen to avoid further damages with the analysis manipulation. Functional analysis was performed to determine the functionality of the unit. The tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The tunning dial rotated smoothly. The tuning dial continued to rotate smoothly until the stent was fully deployed. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent was fully deployed as expected, and no anomalies were observed during this process. A product history record (phr) review of lot 18407774 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event ¿stent - incomplete expansion¿ was not verified during evaluation of the returned device. Functional testing demonstrated normal deployment, with full stent expansion achieved and no performance issues observed. The stent was received properly mounted in its manufactured position. A kink was noted on the delivery system; however, it did not impact device functionality during testing. Based on these findings, there is no evidence of a device-related deficiency that would explain the reported event. Due to limited information and the absence of observed anomalies, the root cause cannot be established. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ neither the phr nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of an 8mm x 60mm smart vascular self-expanding stent (ses), the front end would not open. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.